Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial undersensing on presenting and stored electrograms (egm) causing inappropriate mode switching and false termination of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.